Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 506 mg/dl. Customer had treated with bolus and blood glucose went higher to 550 mg/dl. Customer stated insulin pump was stuck with reservoir tubing with graphs on the screen. Customer rewind the insulin pump and completed the reservoir and tubing process. It was unknown if auto mode feature was active or not at time of incident. The insulin pump will not be returned for analysis.